Event description:
The laser system do not complete boot up. We are unaware about patient injury.

Manufacturer narrative:
The laser system had defective monitor. After replacement of monitor and reloading of the software, the laser system restarted to work. We are unaware about patient injury.